Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead had exhibited intermittent capture and had been reprogrammed to maintain capture prior to explant.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation d10: w1dr01 ipg implanted on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a possible seizure/syncopal episode. It was found that the patient was having periods of asystole on the hospital monitor. Interrogation of the implantable pulse generator (ipg) showed there was high right ventricular (rv) lead thresholds and the rv lead impedance was trending upwards. There was no capture seen on the current electrograms (egm). The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.